Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with a blood glucose of 2000 mg/dl. The customer's current blood glucose is 398 mg/dl. The customer was treated with bolus with insulin pump. The customer also reports that the insulin pump had no delivery alarm. The customer stated that the hospital was advised that she should have been dead. Troubleshooting was done for high blood glucose and no delivery alarm and the insulin was exited. The customer also reports that canola was bent. The insulin pump will not be returned for analysis.